Event description:
The user facility reported that the device overheated during a case. The case was completed successfully using backup equipment. No delay, no medical intervention, and no adverse consequences were noted.